Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported an evd transducer was leaking csf while the drain was open. Customer noted they had three occurrences in the last month. Complaints have been initiated for all events. No allegations of patient injury reported. Per follow up with customer, it was reported csf leakage at the transducer started after placement while utilizing the evd. Specific dates are unknown, but estimated to be in the last 2 months.